Event description:
Pharmacist reported an over infusion of a pca concentration 50mg/50ml of hydromorphone. The medical profile was chosen rather than the palliative care profile. The syringe infused in two to three hours. The patient was in end stage metastatic cancer had just come in and ended up needing the dose she received, as she was still in pain. Although requested, the pharmacist did not have any additional information about the event or patient because the event happened six to nine months ago.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the over infusion because the event happened six to nine months ago and devices are not available for evaluation.